Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong port single lumen products are cleared in the us. The pro code and 510 k number for the groshong port single lumen products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post a port placement in the left chest via internal jugular vein, the catheter was allegedly fractured. It was further reported that the extravasation of the drug was detected and patient experienced swelling. Reportedly, port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong port single lumen products are cleared in the us. The pro code and 510 k number for the groshong port single lumen products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first shows the port separated from the cath lock. Blood residues were noted on the device. Second photo shows the catheter broke fragment separated from body. Therefore, the investigation is confirmed for the reported facture and identified material separation. However, the investigation is inconclusive for the reported fluid leak as provided images are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method, component) h11: h6 (result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post a port placement in the left chest via internal jugular vein, the catheter was allegedly fractured. It was further reported that the extravasation of the drug was detected and patient experienced swelling. Reportedly, port was removed. However, the current status of the patient was unknown.